Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the initial clip fell out of the jaws of the device and into the abdomen before the first firing. Opened new device to finish procedure.